Manufacturer narrative:
PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that while removing approximately 4 centimeter (cm) bladder stones and using an air pressure ballistic lithotripter cystoscope that 4 ncircle tipless stone extractor baskets broke. A fifth device was used to finish the procedure. No adverse events have been reported as a result of the alleged malfunction. Additional information requested to determine if the lithotripter was used prior to the stone removal the size of the stone they were removing when the baskets broke; however, no additional information available at this time.

Manufacturer narrative:
Investigation ¿ evaluation: visual inspection and functional testing of the returned devices was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, quality control data, and specifications. Four devices were returned for investigation. All were rpn ntse-045065-udh from lot # 8379453. Device a: the device was returned with the handle and the basket formation in the open position. The collet knob is tight and secure. The male luer lock adapter (mlla) is tight. A functional test determined the handle does actuate the basket formation. A visual examination noted that one of the basket wires has pulled out of the cannula. There were no kinks noted in the basket catheter. Device b: the device was returned with the handle and the basket formation in the open position. The collet knob is tight and secure. The mlla is tight. A functional test determined the handle does actuate the basket formation. A visual examination noted that one of the basket wires has pulled out of the cannula. There were no kinks noted in the basket catheter. Device c: the device was returned with the handle and the basket formation in the open position. The collet knob is tight and secure. The mlla is tight. A functional test determined the handle does actuate the basket formation. A visual examination noted that one of the basket wires has pulled out of the cannula. There were no kinks noted in the basket catheter. Device d: the device was returned with the handle and the basket formation in the open position. The collet knob is tight and secure. The mlla is tight. A functional test determined the handle does actuate the basket formation. A visual examination noted that only three wires remain in the basket formation; the fourth wire was not returned and appears to have severed near the loop. A review of the device history record found there were no non-conformances related to the reported failures. A complaint history search revealed this is the only complaint that has been received that has been associated with lot number 8379453. Per the instructions for use (IFU), precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. All four returned devices were found to have had one of the four basket wires pulled free from the cannula at the base of the basket. Additionally, one of the baskets was found to be missing a basket wire, with the wire having pulled free from the basket cannula and being broken at the distal tip. The broken section of basket wire was not returned. All four baskets were found to be functional, with the basket opening and closing as the handle was operated. Devices are inspected for damage and functionality prior to packaging, including a pull test of the basket subassembly. It is likely the basket subassemblies of the four devices experienced a tensile force large enough to pull the basket wire out of the basket cannula. The IFU contains cautions about manipulating the device to prevent damage. The likely cause for this issue was product use or handling related ¿ the product received excessive pressure. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
Additional information received on 22jun2018. They were doing a pneumatic lithotripsy procedure. The stone size (biggest one) after pneumatic lithotripsy were from 5mm to 6mm.